Event description:
It was reported that the patient presented with radiculopathy and extremity pain. The patient was diagnosed with spondylolysis l5-s1, spondylolisthesis (<(><<)>=50%) l5-s1, and stenosis l5-s1. The patient underwent an open posterior surgery consisting of fusion l5-s1. Autologous local bone, rhbmp-2/acs, and posterior instrumentation were used. Local antibiotics were applied and x-ray verification of levels was done. The patient was discharged home. The patient's 30-day nrs was 5. The patient's 30-day odi was 70. The patient developed a uti which was untreated. The patient was also readmitted to acute care and underwent a wound revision and debridement procedure.

Manufacturer narrative:
Implant date: 2012. (B)(4) - wound revision. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.